Event description:
The customer contacted baxter's service center regarding a system error 2240/2367 (air in tubing) alarm, which occurred on the homechoice (hc) during dwell 2. The patient was connected at the time of the alarm. During troubleshooting there was nothing unusual noted about the supplies. The technical service representative (tsr) had the home patient (hp) cycle the power until the alarms cleared. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.